Manufacturer narrative:
(B)(4). D6a: if implanted, give date: device was implemented in 2007. D10: item # unknown, unknown proximal revitan stem, lot # unknown. G2: report source: switzerland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient presents symptoms of pain due to revitan stem fracture as a result of hiking. Revision surgery is not yet scheduled. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Two ap overview of the pelvis were provided. A bilateral tha is visible. The right hip implant shows a modular stem. Proximal part is slightly medially tilted, suggesting possible loosening of the proximal attachment. With the available information, the event can be confirmed, but a definitive root cause cannot be established. Based on the available information, the reported event can be confirmed if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.